Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead were found to have dislodged during a coronary artery bypass grafting (CABG) procedure. During the lead revision to resolve the dislodgement, the set screw on the implantable pulse generator (ipg) for the ra lead appeared to have stripped. The physician was not able to tighten the screw after putting the lead back in to the header of the ipg. The ipg was explanted and replaced and the ra and rv leads remain in use. No patient complications have been reported as a result of this event.